Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. The pump was also received with case cracked behind the pump near the battery compartment and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.